Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood present inside the distal end of the outer sheath. An examination of the returned device found that the stent was 35mm partially deployed and the valve body was retracted past the black release marker on the stainless steel shaft. The fillet of glue had detached from the distal end of the shrink tubing. The outer sheath was kinked and accordioned for a distance of approximately 30mm distal to the distal end of the shrink tubing. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. The outer sheath was unable to be moved proximally or distally due to the kinking and accordioning of the outer sheath. No issues were noted with the profile of the deployed stent or the inner lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting treatment procedure, stent deployment difficulties occurred. The greater than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified internal carotid artery (ica). The common carotid artery (cca) was approximately 8mm in diameter. The lesion was not pre-dilated. This 10.0-37 carotid wallstent was advanced to the lesion without difficulty. During stent deployment, the physician experienced strong resistance retracting the t-bar connector after the stent was approximately half deployed. The physician was unable to retract the t-bar connector any further or reconstrain the stent. Eventually the inner shaft of the stent delivery system (sds) broke. The entire device was withdrawn from the patient with the stent half deployed using a proximal protection balloon with parodi system. The procedure was completed with another carotid wallstent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a carotid artery stenting treatment procedure, stent deployment difficulties occurred. The greater than 70% stenosed target lesion was located in the moderately tortuous and mildly calcified internal carotid artery (ica). The common carotid artery (cca) was approximately 8mm in diameter. The lesion was not pre-dilated. This 10.0-37 carotid wallstent was advanced to the lesion without difficulty. During stent deployment, the physician experienced strong resistance retracting the t-bar connector after the stent was approximately half deployed. The physician was unable to retract the t-bar connector any further or reconstrain the stent. Eventually the inner shaft of the stent delivery system (sds) broke. The entire device was withdrawn from the patient with the stent half deployed using a proximal protection balloon with parodi system. The procedure was completed with another carotid wallstent. No patient complications were reported and the patient's status is stable.